Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed critical pump error. The customer saw a red x on the display. There was another alarm followed by the critical pump error alarm. Customer's blood glucose level was 220 mg/dl. The device was not returned.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Moisture damage was also found on the motor and force sensor. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify critical pump error open book image alarm due to blank display. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.